Event description:
Called customer to review event. Implant placed (B)(6) 2019. On (B)(6) 2020 implant 6 lost integration and was replaced with another (B)(4) implant. No graft placed and no further impact on patient. No patient information was provided.

Event description:
Called customer to review event. Implant placed (B)(6) 2019. On (B)(6) 2020 implant 6 lost integration and was replaced with another 07455 implant. No graft placed and no further impact on patient. No patient information was provided.